Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump touch screen was delayed in responding to presses and that a malfunction alarm occurred. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 235 mg/dl.